Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button needed to be pressed in the right spot and sometimes required manipulation to get to work. The patient confirmed that the keypad was intact and mentioned that the ok button was worn. The patient reported wore the pump clipped to waist and cleaned the pump with a brush. This report is made based on the allegation of the down arrow button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.